Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305200, batch#: 2172517. It was reported by customer that they had luer lock failed and needle broke. Description: 07mar2025- an inquiry (inq-00987) was received from pv in twd regarding izervay. The inquiry states, "information was received from a physician in united states of america concerning an unknown age, age group and gender patient, enrolled in post-marketing study: avacincaptad pegol patient support program who was on izervay (avacincaptad pegol), injection (1 dosage form, 1 every 4 week). Indication for use was geographic atrophy. The lot number was t16240026a. The patient received avacincaptad pegol for a geographic atrophy secondary to macular degeneration according to the following dosage regimen: (start date not provided), (stop date not provided): intraocular, 1 dosage form 1 every 4 week. Model number: izy4241789, manufacture code: 82829-0002-01, #: 2428951 action taken with avacincaptad pegol treatment in response to event was not applicable. On an unknown date, patient had luer lock failed, needle broke. Medical history was not reported. Past medications were not reported. Concomitant medications were not reported. No relevant lab data was reported. The physician assessed the following events with respect to avacincaptad pegol, avacincaptad pegol micron filter needle and avacincaptad pegol luer lock tip: device issue: luer lock failed, needle broke (device failure and needle broken) (seriousness: not reported; causality: not assessed), no adverse event (seriousness: not reported; causality: not assessed). The avacincaptad pegol micron filter needle and avacincaptad pegol luer lock tip omponents of the combination product avacincaptad pegol (single use) has been identified with a device issue. This is a single use device that was not reprocessed and reused on a patient. The device was operated by the physician. Lot#: t16240026a. Consent to contact physician for follow-up information was provided. Tracking of changes: on (B)(6) 2025: initial information was received. Follow up information from other health professional was received on 06-mar-2025: avacincaptad pegol therapy details (dose, route) and narrative description was updated. Injection: unknown" on (B)(6) 2025, this information was received from safety via on 11mar2025 information was received from a physician in united states of america concerning an unknown age, age group and gender patient, enrolled in post-marketing study: avacincaptad pegol patient support program who was on izervay (avacincaptad pegol), injection (1 dosage form, 1 every 4 week). Indication for use was geographic atrophy. The lot number was t16240026a. The patient received avacincaptad pegol for a geographic atrophy secondary to macular degeneration according to the following dosage regimen: (start date not provided) - (stop date not provided): intraocular, 1 dosage form 1 every 4 week. Model number: izy4241789, manufacture code: 82829-0002-01, po#: (B)(4) action taken with avacincaptad pegol treatment in response to event was not applicable. On an unknown date, patient had luer lock failed, needle broke. Medical history was not reported. Past medications were not reported. Concomitant medications were not reported. No relevant lab data was reported. The physician assessed the following events with respect to avacincaptad pegol, avacincaptad pegol micron filter needle and avacincaptad pegol luer lock tip: device issue: luer lock failed, needle broke (device failure and needle broken) (seriousness: not reported; causality: not assessed) no adverse event (seriousness: not reported; causality: not assessed)the avacincaptad pegol micron filter needle and avacincaptad pegol luer lock tip components of the combination product avacincaptad pegol (single use) has been identified with a device issue. This is a single use device that was not reprocessed and reused on a patient. The device was operated by the physician. Lot#: t16240026a. Consent to contact physician for follow-up information was provided. Tracking of changes: 13-feb-2025: initial information was received. Follow up information from other health professional was received on 06-mar-2025: avacincaptad pegol therapy details (dose, route) and narrative description was updated. 1. Was the needle found broken in the kit or did it break as a result of the hcp trying to interlock it to the syringe? We have contacted the hcp to gather additional information and we were not successful in getting a hold of them. Voice messages have been left to call back. 2. What was the impact to the patient? Per the hcp no portion of the broken/spoiled product has been administered, and no portion of the broken/spoiled product is intended to be administered to any patient. 3. If possible, could you please provide picture samples for investigation? No pictures are available. Also, complaint sample was disposed per clinic protocol and it not available.

Manufacturer narrative:
(B)(4). Follow up: a device history record review was completed by our quality engineer team for provided material number 305200 and lot number 2172517. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.